Event description:
It was reported that patient had left total knee surgery due to pain and instability.

Manufacturer narrative:
The following device information was provided: an event regarding pain and instability involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as valid lot ID information was not provided. Complaint history review: not performed as valid lot ID information was not provided. Conclusions: the event could not be confirmed nor the root cause determined because no medical information was provided. Further information such as pre and postoperative reports, progress notes and x-rays are needed for determining root cause. If additional information and/or medical records are received, this investigation will be reopened and re-evaluated. Additional devices listed in this report: cat # 5560-s-209, lot # n5a06, description: tri cemented stem 9mmx100mm. Cat # 5521-b-400, lot # unknown, description: tri ts baseplate size 4. Cat # 5510f401, lot # eordp, description: triathlon cr fem comp #4 l-cem.

Event description:
It was reported that patient had left total knee surgery due to pain and instability.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 4 x 11 cs insert. Additional devices listed in this report are: unknown 9 x 100 cemented stem, unknown #4 baseplate, unknown triathlon size 4 femur, unknown 32 mm asymmetric patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.